Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked. The following information was provided by the user facility: the tr band was applied, inflated and hemostasis was achieved; within minutes the access site was bleeding; manual pressure was applied, the tr band was deflated, removed and the reapplied and inflated and once again hemostasis was achieved and then within minutes more bleeding from access site; at this time they place a new tr band on and everything worked fine; it was reported that the blood loss was less than 250ml; it was reported that the patient was "ok"; and the procedure outcome was a success.